Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 200 mg/dl. The customer connected the pump to a power source to charge, but the pump did not turn on. Customer reverted to manual injections for insulin therapy.